Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for evaluation. Additionally, there was no photograph of the reported problem. As a result the complaint could not be confirmed. The device history record (DHR) was reviewed and there were no issues found. The cp50 incoming raw material packaging was reviewed and found to be adequate. Also the certificate of conformance was reviewed with no issues indicated. The certificate of conformance indicated that the lot had passed leak testing. Additionally the finished product shipping records were reviewed and there were no issues noted by the customer upon receipt. Our supplier was made aware of the issue and preformed a device history record (DHR) review for the cp50 and there were no production related anomalies or discrepancies. Since there was no sample returned our supplier performed an evaluation on a retained sample. Visual inspection of the retain sample revealed no anomalies. A leak test was then performed on the retain sample, by circulating saline for 6 hours, and no leak was observed. A root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb), the cardioplegia connector was broken. Upon further follow-up with the customer, it was determined to be the outlet port on the cp50 device that was broken. When delivering their initial antegrade dose of the cardioplegia, it was noticed that there was a leak at the outlet connector of the cp50. After the initial dose of the cardioplegia was completed they assessed the leak and as they were trying to determine exactly what was leaking, and the connector broke off. The surgeon decided to remove the cross clamp and perform the surgery via beating heart with cpb support. There was a reported blood loss of 350ml due to the leak and volume remaining in the cardioplegia system. The cardioplegia circuit was changed out in case the surgeon decided to re-apply the crossclamp and administer cardioplegia. As indicated in the clinical follow-up with the customer, there was a short delay to obtain the devices for the beating heart technique. The procedure was completed successfully, and no further issues were noted. Additionally there was no need for a transfusion.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted mar 23, 2017. A review of the cardiovascular procedure kit configuration was conducted and did not appear to contribute to the reported issue. However the configuration was modified to further improve the layering of the component within the convenience kit. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.